Event description:
Opened femoral distal pack ref scv7cfdynp lot no. 623324 for a level 1 case and found only 4 lap sponges instead of 5 and not taped. This type of miscount poses a risk to patient safety (too few sponges could result is suspicion of retained object and cause exploration/imaging that is not necessary, too many sponges could result in retained sponge). Manufacturer response for or pack, femoral distal pack (per site reporter).